Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated surgery was slated to take place to address the issue. Surgery took place on (B)(6) 2019 wherein the system was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a surgery on (B)(6) 2019 and the ipg was not put into surgery mode. Troubleshooting was done, but the ipg could not connect to external devices. The clinician programmer logs were analyzed and service app mode was confirmed.